Event description:
Medtronic paradigm insulin pump 723. Air bubbles form in the infusion set that prohibits insulin delivery. (Quick set type) have contacted medtronic, had medtronic come to my home to evaluate my technique in filling the reservoir and connecting the infusion set. They have sent replacement sets for when I have had air bubbles in the tubing. They have sent me a new pump. I continue to get bubbles in the tubing. I have been on the medtronic pump for over seven years. Prior to fall of 2012, I never had a bubble. My glucose levels have risen to 400 and above. There is no alarm for non-delivery of insulin when there are bubbles in the pump. Medtronic has a script for when you call their help line. It isn't helping. I follow all the instructions and still have the problem. In addition to having to change out the infusion sets and reservoirs, I am also using a large amount of insulin to purge and refill the infusion sets. No help on replacing the insulin from medtronic. I get tired of calling and going through the same set of questions and answers with no change in medtronic's pump non-functioning.